Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely elevated carbon dioxide concentrated (co2_c) patient result obtained on an advia chemistry xpt instrument. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported a falsely elevated carbon dioxide concentrated (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. The erroneous patient sample result was not reported to the physician. The sample was reprocessed on the initial advia chemistry xpt instrument and an alternate advia chemistry xpt instrument. Lower results were obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneous elevated carbon dioxide concentrated (co2_c) result.

Manufacturer narrative:
Additional information (03-sep-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. A customer service engineer (cse) inspected the advia chemistry xpt instrument and identified contamination in the oil bath and lamp issue. The cse resolved the issue by performing standard troubleshooting, which was removing the contamination from the oil bath and replacing the lamp. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2024-00183 was filed on 16-aug-2024.